Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 19-jan-2017: quality safety evaluation of ptc - evaluation updated. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pain (interpreted as pelvic pain). She also stated that people have gotten pregnant and it appears she may be one as well (interpreted as a suspicion of pregnancy). Case became legal upon follow-up. Excessive bleeding was reported. Plaintiff underwent a bilateral salpingectomy to remove the coils. These events are listed in the reference safety information for essure. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, the events occurred after essure insertion. Considering the nature of chronic pain/severe pelvic pain and excessive bleeding, a causal relationship with essure cannot be excluded. In the present case, the consumer suspected of pregnancy but it was not confirmed. She only mentioned she read reviews where people have gotten pregnant and it appears she may be one as well. Despite the limited information, given the nature of this event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
Incident, anticipated, intervention required. This is a spontaneous case report received from a consumer of unspecified age via regulatory authority (case# mw5059394) in united states on 12-feb-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 for permanent birth control. She reported she was not aware of chronic pain the device would cause, not aware that it would cause gastrointestinal problems, painful and extended menstrual cycles, nausea daily, painful intercourse, fatigue, lack of sex drive, weird breakouts; she stated she read numerous reviews where people have gotten pregnant and it appears she may be one as well. She stated she has many medical bills, was back and forth to hospitals and was completely healthy other than the device she implanted. She was tired of living in everyday pain. Concomitant medication reported: omeprazole, b12. The consumer mentioned disability/permanent damage, required intervention and other serious (important medical event) as event outcome but not specified and/or assigned to one of the events. Follow-up received on 12-apr-2016 follow-up attempts have been completed with no response to date. Follow up information received on 03-may-2016: quality-safety evaluation of product technical complaint (ptc): (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. No batch number was reported therefore a technical bath investigation is not possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Follow-up received on 06-sep-2016 from a lawyer (legal claim): case marked potential legal. The plaintiff had essure inserted on (B)(6) 2012 (previously reported as (B)(6) 2012). In (B)(6) 2012, she had an hysterosalpingogram test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. After the procedure, the plaintiff experienced severe abnormal menstrual pain, abnormal menstrual cycle, severe pelvic pain, pain during intercourse, fatigue (all these events already reported), excessive bleeding, inflammation and headaches which she reported to her healthcare provider. On (B)(6) 2016, she underwent a bilateral salpingectomy to remove the coils (case is now incident). Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pain (interpreted as pelvic pain). She also stated that people have gotten pregnant and it appears she may be one as well (interpreted as a suspicion of pregnancy). Case became legal upon follow-up. Excessive bleeding was reported. Plaintiff underwent a bilateral salpingectomy to remove the coils. These events are listed in the reference safety information for essure. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, the events occurred after essure insertion. Considering the nature of chronic pain/severe pelvic pain and excessive bleeding, a causal relationship with essure cannot be excluded. In the present case, the consumer suspected of pregnancy but it was not confirmed. She only mentioned she read reviews where people have gotten pregnant and it appears she may be one as well. Despite the limited information, given the nature of this event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5059394) on 12-feb-2016. The most recent information was received on 28-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain/ severe pelvic pain/pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included cyanocobalamin (vitamin b12) and omeprazole. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced nausea ("nausea"). In 2012, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/ severe abnormal menstrual pain/dysmenorrhea (cramping)"), rash ("weird breakouts/ rashes"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("utis"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), allergy to metals ("nickel allergy") and abdominal pain ("pain abdominal"). In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced fatigue ("fatigue"), anxiety ("anxiety") and alopecia ("hair loss"). In 2015, the patient experienced headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), gastrointestinal disorder ("gastrointestinal problems"), oligomenorrhoea ("extended menstrual cycles/ abnormal menstrual cycles"), loss of libido ("lack of sex drive"), inflammation ("inflammation") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy to remove coils on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, gastrointestinal disorder, dysmenorrhoea, oligomenorrhoea, nausea, dyspareunia, fatigue, loss of libido and inflammation outcome was unknown and the rash, headache, menorrhagia, vaginal haemorrhage, urinary tract infection, anxiety, bladder disorder, urinary tract disorder, migraine, allergy to metals, weight increased, alopecia and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, inflammation, loss of libido, menorrhagia, migraine, nausea, oligomenorrhoea, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram: in (B)(6) 2012: satisfactory placement/ both tubes full occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. New events added- abnormal bleeding (vaginal, menorrhagia), utis, anxiety, rashes, bladder or urinary problems or changes, migraines, headaches, nickel allergy, weight gain, hair loss and pain abdominal. Suspicion of pregnancy not confirmed - event pregnancy was deleted. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5059394) on 12-feb-2016. The most recent information was received on 30-may-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain/ severe pelvic pain/pain") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included cyanocobalamin (vitamin b12) and omeprazole. In 2012, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/ severe abnormal menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("utis"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), allergy to metals ("nickel allergy") and abdominal pain ("pain abdominal"). In (B)(6) 2012, the patient experienced nausea ("nausea"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced rash ("weird breakouts/ rashes"). In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced fatigue ("fatigue"), anxiety ("anxiety") and alopecia ("hair loss"). In 2015, the patient experienced headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), gastrointestinal disorder ("gastrointestinal problems"), oligomenorrhoea ("extended menstrual cycles/ abnormal menstrual cycles"), loss of libido ("lack of sex drive"), inflammation ("inflammation") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral robotic salpingectomy to remove coils on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, fatigue, rash, headache, menorrhagia, vaginal haemorrhage, urinary tract infection, bladder disorder, urinary tract disorder and migraine had resolved, the genital haemorrhage, gastrointestinal disorder, oligomenorrhoea, loss of libido, inflammation, anxiety, allergy to metals, weight increased, alopecia and abdominal pain outcome was unknown and the nausea had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, inflammation, loss of libido, menorrhagia, migraine, nausea, oligomenorrhoea, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: satisfactory placement/ both tubes full occlusion. Concerning the injuries reported in this case, the following one were described/confirmed in patient¿s medical records: abdominal pain, nausea, pelvic pain, menorrhagia, vaginal haemorrhage, rash, dysmenorrhea, urinary tract infection. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 30-may-2018: plaintiff fact sheet received. Outcome of events was updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain/ severe pelvic pain/pain") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. Concurrent conditions included overweight. Concomitant products included cyanocobalamin (vitamin b12) and omeprazole. In 2012, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/ severe abnormal menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("utis"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), allergy to metals ("nickel allergy") and abdominal pain ("pain abdominal"). In june 2012, the patient experienced nausea ("nausea"). On (B)(6) 2012, the patient had essure inserted. In july 2012, the patient experienced rash ("weird breakouts/ rashes"). In september 2012, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced fatigue ("fatigue"), anxiety ("anxiety") and alopecia ("hair loss"). In 2015, the patient experienced headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), gastrointestinal disorder ("gastrointestinal problems"), oligomenorrhoea ("extended menstrual cycles/ abnormal menstrual cycles"), loss of libido ("lack of sex drive"), inflammation ("inflammation"), weight increased ("weight gain"), stomach mass ("stomach fat"), exercise tolerance decreased ("cant exercise"), asthenia ("don't have energy"), gastrooesophageal reflux disease ("gerd"), pain ("I'm hurt"), fear ("scared") and frustration tolerance decreased ("frustrated"). The patient was treated with surgery (hysterectomy with bilateral robotic salpingectomy to remove coils on (B)(6) 2016/I had my tubes remo). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, fatigue, rash, headache, menorrhagia, vaginal haemorrhage, urinary tract infection, bladder disorder, urinary tract disorder and migraine had resolved, the genital haemorrhage, gastrointestinal disorder, oligomenorrhoea, loss of libido, inflammation, anxiety, allergy to metals, weight increased, alopecia, abdominal pain, stomach mass, exercise tolerance decreased, asthenia, gastrooesophageal reflux disease, pain, fear and frustration tolerance decreased outcome was unknown and the nausea had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, asthenia, bladder disorder, dysmenorrhoea, dyspareunia, exercise tolerance decreased, fatigue, fear, frustration tolerance decreased, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, inflammation, loss of libido, menorrhagia, migraine, nausea, oligomenorrhoea, pain, pelvic pain, rash, stomach mass, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - in october 2012: satisfactory placement/ both tubes full occlusion concerning the injuries reported in this case, the following one were described/confirmed in patient¿s medical records: abdominal pain, nausea, pelvic pain, menorrhagia, vaginal haemorrhage, rash, dysmenorrhea, urinary tract infection. Concerning the injuries reported in this case, the following one were described/confirmed in patient¿s social media: stomach mass, exercise tolerance decreased, asthenia, gastrooesophageal reflux, pain, fear, frustration tolerance decreased. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: social media received. Reporter information. Events: stomach mass, exercise tolerance decreased, asthenia, gastroesophageal reflux disease, pain, scared, frustrated were newly added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain/ severe pelvic pain/pain/ I'm hurt") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. Concurrent conditions included overweight. Concomitant products included cyanocobalamin (vitamin b12) and omeprazole. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/ severe abnormal menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("utis"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), allergy to metals ("nickel allergy") and abdominal pain ("pain abdominal"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced rash ("weird breakouts/ rashes"). In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced fatigue ("fatigue"), anxiety ("anxiety") and alopecia ("hair loss"). In 2015, the patient experienced headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), gastrointestinal disorder ("gastrointestinal problems"), oligomenorrhoea ("extended menstrual cycles/ abnormal menstrual cycles"), loss of libido ("lack of sex drive"), inflammation ("inflammation"), weight increased ("weight gain"), stomach mass ("stomach fat"), exercise tolerance decreased ("cant exercise"), asthenia ("don't have energy"), gastrooesophageal reflux disease ("gerd"), fear ("scared") and frustration tolerance decreased ("frustrated"). The patient was treated with surgery (hysterectomy with bilateral robotic salpingectomy to remove coils on (B)(6) 2016/I had my tubes remo). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, fatigue, rash, headache, menorrhagia, vaginal haemorrhage, urinary tract infection, bladder disorder, urinary tract disorder and migraine had resolved, the genital haemorrhage, gastrointestinal disorder, oligomenorrhoea, loss of libido, inflammation, anxiety, allergy to metals, weight increased, alopecia, abdominal pain, stomach mass, exercise tolerance decreased, asthenia, gastrooesophageal reflux disease, fear and frustration tolerance decreased outcome was unknown and the nausea had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, asthenia, bladder disorder, dysmenorrhoea, dyspareunia, exercise tolerance decreased, fatigue, fear, frustration tolerance decreased, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, inflammation, loss of libido, menorrhagia, migraine, nausea, oligomenorrhoea, pelvic pain, rash, stomach mass, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: satisfactory placement/ both tubes full occlusion. Concerning the injuries reported in this case, the following one were described/confirmed in patient¿s medical records: abdominal pain, nausea, pelvic pain, menorrhagia, vaginal haemorrhage, rash, dysmenorrhea, urinary tract infection. Concerning the injuries reported in this case, the following one were described/confirmed in patient¿s social media: stomach mass, exercise tolerance decreased, asthenia, gastrooesophageal reflux, pain, fear, frustration tolerance decreased. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: coding request - event I'm hurt was merged with pelvic pain female. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.